Event description:
A lead fracture was visualized via x-ray on a patient's vns during a clinic visit prior to the report. The x-rays were not reviewed by the manufacturer. The patient experienced an increase in seizures a few weeks after the lead break was identified. Clinic notes from that same visit indicated that the patient's seizures were controlled until the previous week, when he had several seizures that sent him to the hospital. The patient's mother noted that the patient no longer was coughing with or responding to magnet stimulation, and the patient also recently began experiencing cognitive changes. The patient's mother believed that the x-rays showed that the patient's lead was no longer on the vagus nerve; a company representative, who did not review the x-rays, believed the leads were not detached at the nerve, per the report he received from the patient's nurse. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient underwent lead and generator replacement surgery due to a lead discontinuity and battery depletion. The explanted devices were discarded by the facility and were not returned to the manufacturer for analysis. No additional relevant information has been received to date.